Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 300 mg/dl. The customer reverted to an alternate method of insulin therapy.